Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation and atrial flutter with a thermocool smarttouch bi-directional sf catheter and suffered a cerebrovascular accident (cva) requiring medication (unspecified). During left pvi, impedance and temperature suddenly increased and ablation was stopped by the temperature limiter. Physician withdrew the catheter from the cardiac cavity and observed char on the tip. After removing the char, the catheter was able to be flushed. Procedure was continued to include pvi, cavotricuspid isthmus (cti), and superior vena cava (svc). On post-procedure day 1, the patient reported feeling ¿unease with hand and paralyzed a little.¿ magnetic resonance imaging (MRI) confirmed a mild cerebral infarction. There is no information regarding extended hospitalization. Patient outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. Generator was set on power control mode. Patient received anticoagulant during the procedure. Besides the sudden impedance and temperature increases, there were no other errors on any bwi equipment during the procedure.